Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. A review of complaints for lot vss484 was completed. There were no similar complaints for this lot. (B)(4).

Event description:
Customer states the cap jc16 sample was first tested on (b)(6 2012 and no reactivity was observed with vss484. Customer site has all testing repeated by a second tech. The second tech repeated the same sample on (B)(6) 2012 with the same lot of cells and gel cards and a 2+ reaction was observed with cells 2 and 3. Incubation time was 15 minutes for all testing. On (B)(6) 2012 the customer repeated the same sample using lot vss484 and a different lot of gel cards and the sample did not react. The same sample was repeated using another lot of screening cells and the sample reacted 2+ with cells 2 and 3. Incubation time was 20 minutes. Customer site does not perform antibody identification testing.